Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the cylinders. During the procedure a new preconnected cylinders and pump system was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.